Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified left main coronary artery that is 90% stenosed. Pre-dilatation of the lesion was performed with a non-compliant balloon and the 4.0x12mm xience prime was implanted. Post-dilatation with an unspecified non-compliant balloon was performed and a distal edge dissection was observed. Another 3.5x38mm xience prime was used to successfully cover the dissection. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.